Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2017-01946. It was reported that removal difficulties occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system (was). The closure device was deployed; however its position was too proximal. During the full recapture, the closure device did not fully retract into the 14f was while inside the appendage. It was noted the anchors may have got caught on the tip of the was. The physician withdrew the was and delivery system into the left atrium.in the safety of that space, the physician was able to apply more force using the hammer grip, and the device was fully recaptured. They examined the 30 mm closure device on the sterile field and saw no apparent damage to the anchors. They examined the tip of the was under cine and saw no damage. A new 30 mm closure device was prepped and deployed successfully, fulfilling the pass criteria with 25% compression and no leaks. There was no effusion noted at the end of the procedure, and the patient was in good condition.